Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq1358 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported catheter with guide wire to be used in newborns. There is a huge difficult to visualize the PICC in radiologic images, method used to confirm the catheter location. It increases the risk of complications like cardiac tamponade, and increases the exposure of the newborn to over radiation.